Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-520 mg/dl range. The customer alleged that the pump was not delivering insulin properly. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate method of insulin therapy.